Manufacturer narrative:
No conclusion can be made. Due to privacy laws in australia, no additional information will be provided. With the information provided, the cause of the patient's alleged postoperative complications cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided in the future, a supplemental emdr will be submitted. Not provided.

Event description:
It was reported that on (B)(6) 2003 the patient was implanted with a bard composix e/x mesh. On (B)(6) 2018 due infected hernia mesh the patient underwent a procedure to explant the mesh. As reported the patient is currently waiting further surgery to repair recurrent hernia.

Manufacturer narrative:
This is an addendum to the initial emdr as the contact provided additional information. There is no change to the initial determination, no conclusion can be made. Based on the information provided there is no way of knowing to what extent, if any, the bard device may have caused or contributed to the alleged infected mesh 15 years post implant. As reported the patient's hernia recurrence was due to explant of the hernia mesh and not a malfunction of the device. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2003 the patient was implanted with a bard composix e/x mesh. On (B)(6) 2018 due infected hernia mesh the patient underwent a procedure to explant the mesh. As reported the patient is currently waiting further surgery to repair recurrent hernia. Addendum per follow up with contact: date of implant (B)(6) 2003. A recurring hernia following the explant procedure became present on (B)(6) 2018 and the patient is currently awaiting repair surgery.